Event description:
The telemetry box was brought down to the biomedical engineering department with an overheated and burned batteries. The battery compartment has a small amount of burn residue around the outside of the negative terminal of the outer battery. The batteries had overheated to the point that the plastic label cover on the battery blistered and started peeling away from the battery cell. The batteries appeared to be installed correctly due to where the burn marks were on the batteries and battery compartment. We installed the original overheated batteries in the tele box and the transmitter powered up properly and transmitter ECG to the PICC (central station monitor). Installing the batteries backwards is possible but the way the compartment is designed, it is impossible to create a completed circuit. There is no physical damage to the compartment that would've allowed this to happen. This would mean that improperly installed batteries could not have caused this to happen. There was nothing that looked physically wrong with the battery contacts or the compartment. Comparing the defective transmitter to a new telemetry box, a new box has no voltage across any battery terminal (with batteries removed) and the affected transmitter didn't either. The box was admitted to a philips telemetry test setup and ran for 75 mins with no heat issues at all. One possibility for battery overheating is if the battery cell case had exposed metal on both batteries and they touched by the negative terminal side. A new telemetry box was simulated with this condition while admitted and running at a central. The batteries can be shorted, while still showing a waveform on the central, with the battery door closed. The batteries will overheat within 10 mins to the point they start smelling and couldn't be touched. The test was stopped before any damage to the box occurred. After evaluating the (B)(4) telemetry box, there was no obvious cause for this condition.